Manufacturer narrative:
Correction: the previous or initial MDR submitted on december 17, 2025 was filed inadvertently. The correct date of awareness was december 09, 2025, not november 19, 2022 as previously reported.

Event description:
Per the clinic, the patient's wound behind the ear initially healed well; however, after some time, the implant site became painful, reopened, and exhibited bleeding with purulent discharge, consistent with wound dehiscence and infection (pus). Additional information has been requested but was not available at the time of this report.